Event description:
During a review of available programming history, a false low output message was observed for a magnet mode diagnostic test performed on (B)(6) 2009. The generator source code was reviewed, and the magnet swipe history revealed that the last recorded magnet swipe occurred 2 days prior to the magnet mode diagnostics. On (B)(6) 2009, the generator magnet output current was 2.75ma, however at the patient's appointment on (B)(6) 2009; the magnet output current was lowered to 2.25ma. The low output current result was due to the generator comparing the last magnet swipe output to the newly programmed magnet mode output current which had not been delivered yet. As a magnet swipe was not performed prior to the magnet mode diagnostic test, a warning message should have been received indicating that a "magnet swipe had not been detected." When using version 7.1 of the software, the "magnetcount"; variable was not being updated upon initial interrogation of the generator. The magnetcount was obtained from the last programming session on the handheld from the last generator. The reason the warning message was not displayed indicating that a magnet swipe had not been detected was due to the way the handheld software obtains the magnetcount variable to determine if the message should be displayed. This has been addressed in newer versions of the software.

Manufacturer narrative:
Analysis of programming history.